Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the alarm does sound when pressure is taken off of the sensor. The alarm sounds immediately after removing the sensor. There is no visible damage to the alarm case. (B) (4).

Event description:
The customer reported that the alarm powers on and when pressure is taken off of the sensor pad, the alarm doesn't sound. The customer tested the alarm with a new sensor pad and there is not an alarm tone. The customer reported that there is no alarm tone when the sensor is unplugged from the alarm. There was no patient injury reported.